Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of skin irritation at the infusion site and also mentioned that they recently had low blood glucose of 50 mg/dl. Customer indicated that the low was due to medication. Customer was advised on proper adhesion for the site. Further troubleshooting was declined and customer indicated that they would call back.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was created in error; please reference MFR report number 2032227-2016-49331.